Event description:
It was reported that pump experienced malfunction alarm with malfunction code 3, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump under warranty, confirmed shipping details and signature requirement, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump.